Event description:
The dr was unable to insert the iab into the sheath. A non datascope sheath was used and after the iab was inserted, the pump alarmed. After the iab was removed, the iab was kinked. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 3/3/98.) (Pt's current status: unk - rpt'd 3/3/98)